Manufacturer narrative:
Philips service replaced the dl dvi splitter and downscaler, video splitter dvi, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that live video issues were resolved by replacing splitters and connectors on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.